Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc was able to reproduce the reported phenomenon. The electric wiring assembly on the electrical circuit board of the subject device was no irregularity. The device was disassembled, and the reported phenomenon was reproduced by bending the image censer unit cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation results, the reported phenomenon could have been attributed to the image censer unit cable broken.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The error e226 (scope communication error) was displayed and the endoscopic image became abnormal and noisy. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.